Event description:
It was reported from (B)(6) that the battery reamer/drill device stopped unintentionally. During in-house engineering evaluation, it was observed that the trigger was sticky. It was further determined that the device had corrosion/rusting/pitting and would not run. It was observed that the device would not run due to a damaged electrical control unit. It was further determined that the device failed pretest for check for sticky trigger, check function of device and check power with power test bench. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the sticky trigger, identified during service and evaluation were confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).